Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed leaflet and friable leaflets. Two mitraclips were implanted, reducing mr to trace. On (B)(6) 2026, the patient returned to the hospital with heart failure. An echocardiogram was performed and revealed posterior flail, lateral to the implanted clips, and that the medial clip had partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip movement), causing mr to increase to a grade of 4. A second mitraclip procedure was then performed. A non-abbott device was selected for treatment, and was successfully implanted laterally, and captured the flail. A second non-abbott device was inserted and positioned between the original clips, but was not successful. Therefore, the device was removed and replaced. A mitraclip xt was then inserted and successfully deployed, reducing mr to a grade of 1.